Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.670.946s, lot: l408541. Manufacturing location: hägendorf, release to warehouse date: may 11, 2017, expiry date: may 01, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified h3, h6: product investigation was completed. The returned prodisc-c vivo implant was checked for conformance to the specifications. The review of the device history record revealed that this prodisc-c vivo implant was manufactured in may 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformity reported. The dimensional re-inspection and the document/specification review didn¿t identify any manufacturing defect or deficiency; thus the complaint investigation is considered as not manufacturing related. All inspected features pass the dimensional inspection, no manufacturing related issue was identified and/or confirmed. The exact cause of failure could not be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the prodisc-c vivo implant would not attached to the vertebral body retainer. The nurse, surgeon and the sales consultant tried it, but it did not work. The surgeon had to use a new implant to complete the procedure. There was a slight delay in the procedure. There was no patient harm indicated. This report is for a prodisc-c vivo implant. This is report 1 of 2 for (B)(4).